Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a temperature issue. During the procedure, when a lesion was started the temperature would not rise above 16 degrees celsius. The channel was changed but the issue was not resolved. The procedure was cancelled and rescheduled. Troubleshooting determined the size of the electrode was incompatible with the cannula, resulting in the reported temperature issue. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however additional information indicate the temperature issue and subsequent cancellation was due to user error.